Event description:
It was reported that during infusion via female luer connector, the leak was found on y site. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.the complaint of leaking needle housing is confirmed and was determined to be supplier related. One 22g x 3/4" w/y-site safestep infusion set was returned for evaluation.a functional test of attempting to infuse water into the y-site using a 12 ml syringe revealed the device to leak at the observed split. A microscopic observation revealed the longitudinally aligned split to be along the white portion of the y-site. Because functional testing revealed a leak at the y-site of the infusion set, the complaint is confirmed as a supplier-related event.this complaint will be recorded for future trending and monitoring purposes.the information was forwarded to the supplier for further evaluation.

Event description:
It was reported that during infusion via female luer connector, the leak was found on y site. No other information was provided.